Event description:
During the procedure the premembrane pressure increased to 400 mmhg at the roller pump speed of 3l/min. Oxygenator had to be changed out. No pt injury or further complications occurred as a result of this incident.